Event description:
User received intermittent, erroneously high magnesium results. Two examples were provided: sample 1, initial result gave 3.7 mg per dl. Next day the sample was repeated resulting at 1.8 mg per dl, which user said was more in line with the pt's history. The initial result was reported and subsequently corrected upon rerun. User did not know if pt was adversely affected due to the erroneous result reported. In 2009: sample 2, initial magnesium gave 3.6 mg per dl, repeat gave 1.7 mg per dl. Erroneous result was not reported out.

Manufacturer narrative:
The field service rep determined the cause to be a problem with the gear pump head, and replaced pump head. Also, noted he performed a full decontamination of the instrument and quarterly maintenance. Precision and controls were run.